Manufacturer narrative:
Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issues. The patient had a small amount of heterotopic bone but had a significant number of scars. After removing the joints and debriding the area, the surgeon still could not mobilize the mandible.

Event description:
It was reported that a revision surgery was performed to remove the implant.

Event description:
It was reported that a revision surgery was performed to remove the implant.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : not available.